Manufacturer narrative:
(B)(4). Foreign: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument showed that one of the prongs on the inserter tip has fractured. The fractured device was sent for fracture analysis to determine failure mode. The failure mode and features was identified to be related to bending overload. Material composition analysis of the device on this complaint found it to be conforming. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure the surgeon attempted to insert the device into the pre-drilled hole in patient, however, during the insertion the tip of the inserter fractured. The surgeon used another device to complete the surgery. No other information is available at this time.